Manufacturer narrative:
The field service engineer (fse) was onsite for a different reason and identified a hole in the tubing for the rinse station. The customer stated the problem is now fixed. A rinse tubing issue could cause improper cuvette wash, cuvette overflow or carryover issues. The root cause of the issue was determined to be the rinse tubing that had a hole in it. This explains the issue the customer observed.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of low calcium results for an unspecified number of patients on a cobas 8000 c (701) module. The actual calcium results were not provided. It is only known that the initial calcium results were "very low" and the repeat results were "normal" and that the results were erroneous. It is not known if the incorrect results were reported outside of the laboratory. There was no allegation that an adverse event occurred. The calcium reagent lot number and expiration date were not provided. The customer stated that quality control results for calcium, urate and hdl also shifted down.